Event description:
Dealer stated that he believes the engagement knob did not have studs on the power chair since shipment. Dealer stated there are no studs in he power chair at this time. He does not believe they were sheared off.